Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance and lubrication. The device had debris build-up. The device did heat up during evaluation. The device was repaired and returned to the customer. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where a midwest stylus handpiece overheated. No injury resulted.